Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving morphine [3 mg/ml] at a dose of 0.114 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on 2016-dec-07 that the patient experienced a decrease in pain relief in the beginning after implant and that the patient¿s pain went up in 10 days. It was noted that the pump was great for the first nine or ten days then they turned it up and the patient lost therapy. A dye study was performed and the catheter was seen ¿all coiled up¿ in the patient¿s body. It was reported that the patient denied falls but reported that the pump flipped in the pocket as a factor that may have led or contributed to the issue. Surgical intervention occurred as the catheter was revised. It was indicated that the patient¿s status was ¿alive ¿ no injury¿ and that the issue was not resolved at the time of the report. The patient¿s medical history included chronic pain, hypertension, and high cholesterol. The patient¿s concomitant medications included amlodipine at a dose of 10 mg/day, metoprolol succinate ER at a dose of 50 mg/day, pravachol, and simvastatin at a dose of 20 mg/day.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion for the catheter was updated.

Event description:
Additional information was received from the manufacturer¿s representative (rep). The patient pump pocket opened and the sutureless catheter to be connected to the pump broke at the sheath. The catheter in the pocket was ¿wound up like a garden hose.¿ the patient catheter at the spine was cut by the doctor and there was good csf (cerebral spinal fluid) flow. A new catheter was tunneled to the revised pocket and aspirated through the cap and the new system was patent. The patient catheter was primed by the doctor and the patient was doing well. The rep flagged the catheter to be picked up from pathology and will be returned to the manufacturer for analysis. No further information was provided. Additional information was received from the rep. The explanted catheter was picked up from pathology and mailed back to the manufacturer on (B)(6) 2016 for examination. The rep and the doctor had no further information.

Manufacturer narrative:
The catheter was returned for analysis. Analysis found significant twisting in the catheter body that may have affected infusion. The conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.